Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information provided: complaint registered regarding the dissatisfaction of the hospital's physician with the cdh circular stapler due to reports of re-stenosis in their patient. The hospital did not provide information on which code and lot of product was used. Further information on patient consequences and dates are not available so far. Additional information was requested and the following was obtained: event: dehiscence of esophagus-jejunal anastomosis. Date of procedure (B)(6) 2017. Lot: n4m91m. Does the surgeon believe the cdh caused or contributed to the dehiscence of esophagus-jejunal anastomosis? Sim (yes). If so, were there any issues with the circular device during the initial procedure? Please describe in detail the issue experienced. At time procedure there wasn´t any employed of j&j to confirm any initial issue and the procedure happened a long time ago the healthcare professional don´t remember details about the stapler. Did the surgeon perform a leak test prior to completing the case? Were there any leaks detected? If so, how was the leak addressed? This test doesn´t apply to the procedure performed. Did the surgeon routinely oversew the esophagus-jejunal anastomosis? Yes. How was the dehiscence of esophagus-jejunal anastomosis detected? Post operatory evaluation. How many days post surgery did the dehiscence of esophagus-jejunal anastomosis occur? The healthcare professional don´t talk about this information. How was the anastomotic dehiscence addressed? Re-intervention operatory. What was the indication for surgery? I don´t know about the indication for surgery. What is the current status of the patient? The hospital doesn´t provide this information. I have no further data to provide beyond those mentioned above.

Event description:
It was reported that following an unknown procedure, there was dehiscence of esophagus-jejunal anastomosis.